Manufacturer narrative:
(B)(4)final analysis of the pump found no anomalies. Final analysis of the catheter found that the catheter body was broken. There were crack lines seen due to material degradation.

Event description:
It was reported that the there was a kink at the distal end of the catheter. The patient exhibited an increase in spasticity. It was indicated that a catheter dye study was performed and the device system was explanted. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j10912r38, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.